Manufacturer narrative:
On (B)(6) 2024, the user's hcp successfully removed both sensors and inserted with the new sensor. No further investigation is required.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user had two sensors inserted next to each other in the same arm, causing signal interference for the transmitter to link with the new sensor. The user had to go back to their hcp for an additional procedure for removal of both sensors and a new sensor insertion.